Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 147 mg/dl. The customer stated that there is condensation on the edge of the lcd screen, crack on the corner top of the screen. Customer is not sure how the crack got there. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer doesn't want to troubleshoot for other issues.

Manufacturer narrative:
No unexpected frozen screen anomalies noted; time advanced properly. No unexpected button error alarms noted. The insulin pump passed pump self-test and displacement test. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had corroded motor housing; no corrosion on motor home switch noted. The insulin pump had cracked case at display window corners noted. The insulin pump had cracked lcd window, half-broken off reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and missing end cap sticker.